Event description:
On august 28, 2006, the facility contacted baxter customer service to report a meridian hemodialysis machine had high dialysate cultures in the out patient unit only. The hemodialysis machines in the hospital tested good. The customer was advised to swap a machine from the hospital to the out patient unit to see if that machine also began to have bacteria issues. The facility determined the water treatment system to be the cause of the bacteria. There was no patient injury or medical intervention reported in association to this incident. There is no further information available at this time. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Baxter has opened rtb-CAPA to further investigate recurring high bacteria issues. This CAPA is currently in process.